Manufacturer narrative:
(B)(4).

Event description:
On february 11, 2025, palette life sciences received a notification from a [pharmacist] in france. It was reported that "while handling the fin of the syringe, a piece of glass from the syringe broke which resulted in a cut of the surgeon and a tear of the glove. Nevertheless, the surgeon managed to inject the desired dose despite the broken syringe." Attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.

Manufacturer narrative:
Qn#(B)(4). Additional information received on march 11, 2025 indicated that "no permanent impairment of a body function or permanent damage to a body structure occurred; the effect was transient." Complaint evaluation testing was performed from the sample returned. One used syringe of the reported lot with the flange broken off was returned. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint. No quality issues were found connected to the raw material (glass syringe) which can explain the complaint. The most probable root cause could not be verified. No further actions will be taken regarding this complaint. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
On february 11, 2025, palette life sciences received a notification from a [pharmacist] in france. It was reported that "while handling the fin of the syringe, a piece of glass from the syringe broke which resulted in a cut of the surgeon and a tear of the glove. Nevertheless, the surgeon managed to inject the desired dose despite the broken syringe." Attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.